Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the actis trial neck segments loose tolerance and slightly disengaging when trialing hip. No problems were caused due to worn instrument. New neck segments were swapped to address this issues. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.